Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1, force sensor, keypad flex connector, and motor home switch]. P-cap was attached and locked into place properly. The following were noted during visual inspection: [scratched case, pillowing keypad overlay, cracked keypad overlay, overlay scratched, corroded battery tube, cracked case, cracked case near the corner of belt clip rails, broken battery tube threads, cracked case on the battery tube side, broken reservoir tube lip, and label damage]. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump exposed to moisture confirmed at [pcba 1, force sensor, keypad flex connector, and motor home switch]. Cosmetic damage confirmed at the reservoir compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error and noticed a damage on the reservoir compartment area. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for critical pump error/open book image. Customer reported a critical pump error. Troubleshooting was performed for bumped/dropped/cosmetic damage customer reported damage in the reservoir compartment of pump. Customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1880l was requested and customer response was the device will be returned.